Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a sleeve stuck in the up position in the reported problem area of the pipetter assembly. The fse cleaned the sleeve: tip clamp and mount. The instrument was inspected, tested without further problem, and returned to service.